Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the patient underwent implantaiton of a supplementary sulcoflex toric 653t in (B)(6) 2019 due to a small refractive error that persisted following implantation of their primary capsular bag fixated iol (finevision, bvi). In (B)(6) 2023, the patient is reported to have presented to their healthcare professional reporting blurry/foggy vision. On examination on (B)(6) 2023, the onset of opacification was observed in the primary and supplementary lenses. Iol explantation was planned for (B)(6) 2023. The explanted sulcoflex iol is being retained and returned to rayner for analysis. The primary iol is also being explanted and will be returned to the legal manufacturer (non-rayner product). Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. No conclusions are available at this time. Analysis is pending product return.

Event description:
On (B)(6) 2023, rayner received notification from a healthcare facility in sweden of an event that occurred following implantation of a sulcoflex toric 653t iol. The event description provided states that the patient underwent implantaiton of a supplementary sulcoflex toric 653t in (B)(6) 2019 due to a small refractive error that persisted following implantation of their primary capsular bag fixated iol (finevision, bvi). In (B)(6) 2023, the patient is reported to have presented to their healthcare professional reporting blurry/foggy vision. On examination on (B)(6) 2023, the onset of opacification was observed in the primary and supplementary lenses. Note: sulcoflex toric 653t is not available in the united states; however, as the lens is manufactured from the same hydrophilic acrylic material as rayner lenses available in the united states the event is being reported.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the patient underwent implantaiton of a supplementary sulcoflex toric 653t in (B)(6) 2019 due to a small refractive error that persisted following implantation of their primary capsular bag fixated iol (finevision, bvi). In (B)(6) 2023, the patient is reported to have presented to their healthcare professional reporting blurry/foggy vision. On examination on (B)(6) 2023, the onset of opacification was observed in the primary and supplementary lenses. Iol explantation was planned for (B)(6) 2023. The explanted sulcoflex iol is being retained and returned to rayner for analysis. The primary iol is also being explanted and will be returned to the legal manufacturer (non-rayner product). Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The explanted lens was retained and returned. Analysis was completed by a third-party independent laboratory. Alizarin red staining and scanning electron microscopy (sem) have found no evidence of calcification of the iol. There is no fault of the rayner device. The lens is free of calcification.

Event description:
On 29th june 2023, rayner received notification from a healthcare facility in sweden of an event that occurred following implantation of a sulcoflex toric 653t iol. The event description provided states that the patient underwent implantation of a supplementary sulcoflex toric 653t in (B)(6) 2019 due to a small refractive error that persisted following implantation of their primary capsular bag fixated iol (finevision, bvi). In (B)(6) 2023, the patient is reported to have presented to their healthcare professional reporting blurry/foggy vision. On examination on (B)(6) 2023, the onset of opacification was observed in the primary and supplementary lenses. Note: sulcoflex toric 653t is not available in the united states; however, as the lens is manufactured from the same hydrophilic acrylic material as rayner lenses available in the united states the event is being reported.